Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2016 with the following findings: the battery compartment was found to be cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack. This report is made based on results of investigation completed on 06/01/2016.